Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included endometrial polyp. Previously administered products included for an unreported indication: intrauterine device. Concomitant products included levonorgestrel (mirena) for birth control. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("allergic reactions to nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("left lower quadrant (abdomen)"), arthralgia ("joint pain"), back pain ("back pain"), nausea ("nausea") and rash ("rash"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia, back pain, nausea and rash had resolved and the abdominal pain, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-apr-2018: information from pfs. New reporters added. Patient¿s demographics added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, migraines/headaches, left lower quadrant (abdomen), joint pain, back pain, nausea, rash, essure confirmation test(s) conducted: no incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and allergy to metals ("allergic reactions to nickel"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.